Event description:
False positive result (s). Customer reported false positive. He tested before and after the flowflex test with a binax now test that came up negative. He confirmed he saw 2 lines on the flowflex. He was unable to provide a picture.

Manufacturer narrative:
Batch records for final product manufacture an qc record for cov2020003 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results of retention samples from cov2020003 can met the qc criteria. The issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). Customer reported false positive. He tested before and after the flowflex test with a binax now test that came up negative. He confirmed he saw 2 lines on the flowflex. He was unable to provide a picture.